Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through a review of the event history log as improper shutdown messages, although it is not certain if this is a result of device failure or the user improperly using the device. The reported issue was not reproduced during evaluation. The device was found to operate within specification. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off while it was connected during delivery in the emergency room. There was no known patient injury or medical intervention associated with this event. No additional information is available.